Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Mitral regurgitation (mr) worsened and hemodynamics became unstable after valve deployment. On the preoperative examination, systolic anterior motion (sam) had been detected by echocardiography. The anterior leaflet was drawn to the ventricular septum during systole due to partly ruptured chordae tendinae. Moderate mitral regurgitation (mr) had been also observed. A transfemoral tavr procedure was performed with a 26 mm sapien 3 (s3) valve. No increase of mr was observed when a guidewire was placed in the left ventricle (lv). The s3 valve was deployed with 1 ml more than nominal volume and landed 80:20 aortic/ventricular (a/v) as intended. Post deployment, increase of mr was noted. It was confirmed that the guidewire was not tangled in the chordae tendinae. No improvement of mr was observed when the guidewire was pulled out from the lv. Sam was not improved. Hypertrophic obstructive cardiomyopathy (hocm) was seen on echocardiography. Blood pressure (bp) was low of 60's mmhg and hemodynamics was unstable. The physician judged that the increase of mr was caused by aggravated sam. Left anterior descending artery (lad) ablation was urgently performed to decrease the wall motion of ventricular septum. The ablation was successfully performed; however, hemodynamics was still unstable. Temporally pacing was ineffective. Therefore, it was decided to implant a permanent pacemaker on or after the next day. The procedure was completed at this point. When the patient recovered from anesthesia, the patient's own pulse appeared and bp increased to 100 mmhg. The operating physician stated that the increase of mr and hemodynamic instability were due to sam persisting after valve deployment. Per the report, there was mild ventricular septal hypertrophy with lv ejection fraction of 52.0%. The patient had sam with partly ruptured chordae tendinae and moderate mr as preexisting comorbidities.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Mitral regurgitation in tavr can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. This can result in transient mitral insufficiency which may resolve upon removal of the devices. If the event is ongoing and severe, intervention may be required to repair the mitral apparatus. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. In this case, the exact cause of the increased mitral regurgitation cannot be confirmed. However, per the physician, it was related to patient factors (e.g. Pre-existing sam with partly ruptured chordae tendinae and moderate mr). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.